Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced fluid loss. Upon revision, the fluid loss was identified in the balloon; therefore, a full washout was performed. The aus was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4).